Event description:
Uk5. (B)(6) reported: the device was returned to rrc bolton with the customer specified fault "unable to power on when you plug in it doesn't come on or do anything", during inspection at bolton the fuc codes chi1001d,chi1001a were evident, resulting in pae. Intake universal code chc1004. Final universal code chc1004z,chi1001d,chi1001a. Update: (B)(6) 2023/02/20. Iuc: correct from chc1004 to chi1001. Pae information is already entered.

Manufacturer narrative:
Initial reporter name and address: (address line 1:): (B)(6). The device was returned and evaluated. During the evaluation when connected to the otv-s300 processor, there was no camera image, and no error code displayed. This was found to be caused by faults within the camera cable and charged coupled device (ccd). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 which was erroneously completed on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the image was not displayed due to failure of the cable and ccd. However the root cause of failure of the cable and ccd cannot be specified. Cable breakage can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus "unable to power on when you plug in it doesn't come on or do anything". The event occurred during inspection. There was no report of patient harm associated with the malfunction.